Event description:
It was reported the device had sound too low. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Smiths tampered seal label was missing. Speaker beeper failure low sound / distorted)- shorted piezo. The front speaker(piezo) was replaced. The root cause could not be identified. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.